Event description:
The customer reported intermittent communication error messages and uncommanded system reboots. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system was replaced. The system was then found to be operating as intended.